Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. (B)(4).

Event description:
It was reported that the patient's newly implanted right ventricular lead possibly exhibited post-sensed t-wave oversensing. It was also suspected that the lead could have been contacting the recently capped chronic ventricular lead. Programming changes were performed. The patient was stable throughout.